Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the pump alarmed for call service 069 multiple times and customer was unable to clear the alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data found occurrence of the reported language file error related call service alarm. The pump powered up to the reported call service alarm that was not cleared by pump reboot. The remaining testing was not completed. The reported call service alarm issue was verified in the black box and duplicated in the investigation. The investigation further determined that the alarm was due to a component malfunctioned on the printed circuit board. Unrelated to the reported call service alarm issue, the display was found to be dim and discolored.